Event description:
It was reported that insulin was leaking past the o-rings. It was stated that the customer was feeling nauseous and sick and his glucose level was elevated. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed pre-fill reservoir test. Both reservoirs and transfer guard needle passed per inspection. Found no transfer guard anomalies during test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found.